Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The shaft, balloon and tip were microscopically examined. There was contrast in the inflation lumen and blood in the balloon. The balloon was loosely folded. The shaft was buckled at the proximal markerband. The tip was damage. Microscopic examination of the balloon revealed a 18.5mm longitudinal tear at the proximal end of the balloon to the middle of the balloon. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. No other issues were identified during the product analysis. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. After a guidewire crossed the lesion, pre-dilation was performed with a 1.5mm balloon catheter. Subsequently, a 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for further dilation. However, when the balloon was inflated at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 3mmx4cm non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. After a guidewire crossed the lesion, pre-dilation was performed with a 1.5mm balloon catheter. Subsequently, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for further dilation. However, when the balloon was inflated at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 3mmx4cm non-bsc balloon catheter. No patient complications were reported.